Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). (B)(6). Failure (event) observed during analysis. A partial lead with 46.2cm of the distal end was returned. External insulation abrasion was found at 40.2-41.1cm from the helix, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.